Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the distal esophagus during a variceal band ligation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the first band was attempted to deploy; however, the suture that was attached to the trip wire broke. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.